Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received many shocks and subsequently passed away two weeks later. The ICD and lead may have been interred with the patient. No further infor- mation was provided.